Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. In addition, a secondary issue was noted when the test strips were found to have results above range when tested with control solution. On (B)(6) 2016, the lay user/patient contacted lifescan (B)(4), alleging that the subject meter was displaying an unknown error message. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.